Event description:
It was reported the recharge burden for the pt's (israel) ipg has increased. The reported problem began approx four months ago. Efforts to resolve this issue with the use of a replacement charging system proved unsuccessful. The pt also alleges that her stimulations turns off without prompting. Based on the pt's current program settings, the recharge interval was deemed appropriate. Adjusting the settings to decrease the recharge interval reportedly resulted in effective therapy relief for the pt. To address the issue of intermittent stopping of stimulation, the magnet mode for the pt's scs system was adjusted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.